Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the paramedics were called due to the customer experiencing a low blood glucose (bg) level of 37mg/dl and fainting. Emergency medical technicians treated the customer with glucose gel. The cause for the reported issue was unknown. Customer alleged multiple boluses had been requested and did not deliver as intended. Subsequently, the boluses delivered all at the same time. The customer declined to perform further troubleshooting with tandem technical support; therefore, the allegation could not be confirmed. Reportedly, customer continued to use the pump for insulin therapy.